Manufacturer narrative:
The device was manufactured between may 5, 2016 and may 9, 2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate burst during filling. This issue occurred before use. There was no patient involvement. No additional information is available.